Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during induction test of a routine device replacement, the induced arrhythmia could not be converted. Patient was externally rescued. The lead was explanted and replaced.